Manufacturer narrative:
Vyaire medical file identification: (B)(4). .. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was running on a patient when it shut down. The unit was not attached to the sprint pack. No patient harm reported.

Event description:
Additional information received indicates that the ventilator was returned for further investigation.

Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. The reported complaint was duplicated isolated to a failed internal battery. Uut was confirmed to have failed duration test according to service manual specifications, reaching a runtime of approx. 10mins during testing.